Event description:
This retrospective pregnancy case was reported by a regulatory authority and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 2. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping often"), depression ("depressed") with fatigue and anxiety, headache ("headaches"), dyspareunia ("pain during intercourse") and alopecia ("losing hair"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant scheduled on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain lower, depression, headache, dyspareunia and alopecia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, depression, dyspareunia, genital haemorrhage, headache, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-nov-2017: legal claim received: new events were reported: miscarriage, pregnancy and pain. The plaintiff scheduled a surgery to remove the essure implant on (B)(6) 2017. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0117) on 13-aug-2015. The most recent information was received on 14-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain right side"), pregnancy with contraceptive device ("pregnancy (pregnancy (with complications))"), uterine perforation ("perforation uterus"), menorrhagia ("bleeding (abnormal bleeding (vaginal, menorrhagia),"), abortion spontaneous ("miscarriage (pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("bleeding (abnormal bleeding (vaginal, menorrhagia),") in a 23-year-old female patient who had essure (batch no. 898927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective /failure to occlude (close) fallopian tube(s)," in (B)(6) 2017. The patient's medical history included parity 2 and delivery. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included clotting disorder since 2016. Concomitant products included erythromycin (erythromycine) since 2018, medroxyprogesterone acetate (depo-provera) since june 2017, minocycline since 2018 and tretinoin since 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced depression ("depressed") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("migrated into uterus / migration of essure device."). In (B)(6) 2015, the patient experienced fatigue ("extremely tired and don't have enough energy"). In (B)(6) 2015, the patient experienced alopecia ("losing hair"). In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("pain during intercourse"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced sensitivity of teeth ("dental problems sensitivity"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("cramping often"), mood swings ("hormonal changes describe: mood swings,"), acne ("acne") and hirsutism ("hair growth on face"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device, uterine perforation, menorrhagia, abortion spontaneous, genital haemorrhage, device expulsion, abdominal pain lower, fatigue, depression, anxiety, headache, dyspareunia, alopecia, mood swings, acne, hirsutism, bacterial vaginosis, migraine, sensitivity of teeth and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, acne, alopecia, anxiety, bacterial vaginosis, depression, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, sensitivity of teeth, uterine perforation and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2018 were total hysterectomy (uterus and cervix removed), bilateral salpingectomy. Patient done home pregnancy test result: miscarriage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2017: results: results that essure was inside uterus. Migration of essure device. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received: consumers address was updated. Coding of event tooth problem was changed as tooth sensitivity. Lab data result was address. Reporter causality comment was added. On 18-dec-2018: medical records received: reporter was added. Medical history was added. Historical drug added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 04-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus"), fallopian tube perforation ("there was a normal appearing uterus with the exception of bilateral essure coil perforation medial to both tubes"), pelvic pain ("pain/ pain right side"), pregnancy with contraceptive device ("pregnancy (pregnancy (with complications))"), menorrhagia ("bleeding (abnormal bleeding (vaginal, menorrhagia),"), abortion spontaneous ("miscarriage (pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("bleeding (abnormal bleeding (vaginal, menorrhagia),") in a 23-year-old female patient who had essure (batch no. 898927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective /failure to occlude (close) fallopian tube(s)," in (B)(6) 2017. The patient's medical history included parity 2 and delivery. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included clotting disorder since (B)(6). Concomitant products included erythromycin (erythromycine) since (B)(6), medroxyprogesterone acetate (depo-provera) since (B)(6) 2017, minocycline since (B)(6) and tretinoin since (B)(6). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced depression ("depressed") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("migrated into uterus / migration of essure device."). In (B)(6) 2015, the patient experienced fatigue ("extremely tired and don't have enough energy"). In (B)(6) 2015, the patient experienced alopecia ("losing hair"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("pain during intercourse"). In (B)(6) 2016, the patient experienced sensitivity of teeth ("dental problems sensitivity"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping often"), mood swings ("hormonal changes describe: mood swings,"), acne ("acne") and hirsutism ("hair growth on face"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, menorrhagia, abortion spontaneous, genital haemorrhage, device expulsion, abdominal pain lower, fatigue, depression, anxiety, headache, dyspareunia, alopecia, mood swings, acne, hirsutism, bacterial vaginosis, migraine, sensitivity of teeth and vaginal discharge outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, acne, alopecia, anxiety, bacterial vaginosis, depression, device expulsion, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, sensitivity of teeth, uterine perforation and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2018 were total hysterectomy (uterus and cervix removed), bilateral salpingectomy. Patient done home pregnancy test result: miscarriage. Patient experienced another pregnancy episode which captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2017: results: results that essure was inside uterus. Migration of essure device. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-jan-2019: medical record- event fallopian tube perforation was added. New reporters added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0117) on 13-aug-2015. The most recent information was received on 27-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus/ migration of essure device-location of device"), fallopian tube perforation ("there was a normal appearing uterus with the exception of bilateral essure coil perforation medial to both tubes/ migration of essure device-location of device"), pelvic pain ("pain/ pain right side"), pregnancy with contraceptive device ("pregnancy (pregnancy (with complications))"), menorrhagia ("bleeding (abnormal bleeding (vaginal, menorrhagia),"), abortion spontaneous ("miscarriage (pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("bleeding (abnormal bleeding (vaginal, menorrhagia),") in a 23-year-old female patient who had essure (batch no. 898927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective /failure to occlude (close) fallopian tube(s)," in (B)(6) 2017. The patient's medical history included parity 2 (dates of live births: (B)(6) 2009; (B)(6) 2012), delivery, multigravida, low birth weight baby, eclampsia, hemorrhage in pregnancy, miscarriage and stillbirth nos. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included clotting disorder since 2016. Concomitant products included (), celecoxib (celexa), erythromycin (erythromycine) since 2018, hydroxyzine, medroxyprogesterone acetate (depo-provera) since (B)(6) 2017, minocycline since 2018 and tretinoin since 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis/ infection (bladder/urinary tract/vaginal)type:") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced depression ("depressed / psychological or psychiatric problems-condition :") and anxiety ("anxiety/ psychological or psychiatric problems-condition :"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("migrated into uterus / migration of essure device."), mood swings ("hormonal changes describe: mood swings,"), acne ("acne/ hormonal changes describe: acne") and hirsutism ("hair growth on face/ hormonal changes describe: hair growth on face"). In (B)(6) 2015, the patient experienced fatigue ("extremely tired and don't have enough energy /fatigue"). In (B)(6) 2015, the patient experienced alopecia ("losing hair/ hair loss"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"). In (B)(6) 2016, the patient experienced sensitivity of teeth ("dental problems sensitivity"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping often"), uterine pain ("uterine pain") and adnexa uteri pain ("ovaries pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, menorrhagia, abortion spontaneous, genital haemorrhage, device expulsion, abdominal pain lower, fatigue, depression, anxiety, headache, dyspareunia, alopecia, mood swings, acne, hirsutism, bacterial vaginosis, migraine, sensitivity of teeth, vaginal discharge, weight increased, vaginal haemorrhage, uterine pain and adnexa uteri pain outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, acne, adnexa uteri pain, alopecia, anxiety, bacterial vaginosis, depression, device expulsion, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, sensitivity of teeth, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2018 were total hysterectomy (uterus and cervix removed), bilateral salpingectomy. Patient done home pregnancy test result: miscarriage. Patient experienced another pregnancy episode which captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2017: results: results that essure was inside uterus. Migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-mar-2019: plaintiff fact sheet received :events added ¿ weight gain, vaginal haemorrhage, uterine pain,ovaries pain.verbatim ¿infection (bladder/urinary tract/vaginal)type:¿ clubbed with event ¿bacterial vaginosis¿.verbatim ¿psychological or psychiatric problems-condition¿ clubbed with events ¿depression and anxiety¿.verbatim ¿migration of essure device-location of device¿ clubbed with events ¿uterine perforation and fallopian tube perforation¿.severity of events ¿uterine pain and ovaries pain¿ updated.concomitant products and medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0117) on 13-aug-2015. The most recent information was received on 16-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus/ migration of essure device-location of device'), fallopian tube perforation ('there was a normal appearing uterus with the exception of bilateral essure coil perforation medial to both tubes/ migration of essure device-location of device'), pelvic pain ('pain/ pain right side') and abortion spontaneous ('miscarriage (pregnancy (stillbirth or miscarriage)') in a 23-year-old female patient who had essure (batch no. 898927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective /failure to occlude (close) fallopian tube(s)," in (B)(6) 2017. The patient's medical history included parity 2 (dates of live births: (B)(6) 2009; (B)(6) 2012), delivery, multigravida, low birth weight baby, eclampsia, hemorrhage in pregnancy, miscarriage and stillbirth nos. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included clotting disorder since 2016. Concomitant products included celecoxib (celexa), erythromycin (erythromycine) since 2018, hydroxyzine, medroxyprogesterone acetate (depo-provera) since (B)(6) 2017, minocycline since 2018 and tretinoin since 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis/ infection (bladder/urinary tract/vaginal)type:") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced depression ("depressed / psychological or psychiatric problems-condition :") and anxiety ("anxiety/ psychological or psychiatric problems-condition :"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("migrated into uterus / migration of essure device."), mood swings ("hormonal changes describe: mood swings,"), acne ("acne/ hormonal changes describe: acne") and hirsutism ("hair growth on face/ hormonal changes describe: hair growth on face"). In (B)(6) 2015, the patient experienced fatigue ("extremely tired and don't have enough energy /fatigue"). In (B)(6) 2015, the patient experienced alopecia ("losing hair/ hair loss"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (pregnancy (with complications))"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced menorrhagia ("bleeding (abnormal bleeding (vaginal, menorrhagia),"), genital haemorrhage ("bleeding (abnormal bleeding (vaginal, menorrhagia),"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"). In october 2016, the patient experienced hyperaesthesia teeth ("dental problems sensitivity"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping often"), uterine pain ("uterine pain") and adnexa uteri pain ("ovaries pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, genital haemorrhage, device expulsion, abdominal pain lower, fatigue, depression, anxiety, headache, dyspareunia, alopecia, mood swings, acne, hirsutism, bacterial vaginosis, migraine, hyperaesthesia teeth, vaginal discharge, weight increased, vaginal haemorrhage, uterine pain and adnexa uteri pain outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, acne, adnexa uteri pain, alopecia, anxiety, bacterial vaginosis, depression, device expulsion, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hirsutism, hyperaesthesia teeth, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on 06jun2018 were total hysterectomy (uterus and cervix removed), bilateral salpingectomy. Patient done home pregnancy test result: miscarriage. Patient experienced another pregnancy episode which captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in september 2017: results: results that essure was inside uterus. Migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc. (Product technical complaint). Seriousness criteria removed for event pregnancy with contraceptive device, menorrhagia and genital hemorrhage. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0117) on 13-aug-2015. The most recent information was received on 07-sep-2018.this retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (pregnancy (with complications))"), uterine perforation ("perforation uterus"), abortion spontaneous ("miscarriage (pregnancy (stillbirth or miscarriage)"), menorrhagia ("bleeding (abnormal bleeding (vaginal, menorrhagia),") and genital haemorrhage ("bleeding (abnormal bleeding (vaginal, menorrhagia),") in a 23-year-old female patient who had essure (batch no. 898927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective /failure to occlude (close) fallopian tube(s)," in (B)(6) 2017. The patient's past medical history included parity 2. Concurrent conditions included clotting disorder since 2016. Concomitant products included erythromycin (erythromycine) since 2018, medroxyprogesterone acetate (depo-provera) since june 2017, minocycline since 2018 and tretinoin since 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced depression ("depressed") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("migrated into uterus"). In february 2015, the patient experienced fatigue ("extremely tired and don't have enough energy(B)(6) in (B)(6) 2015, the patient experienced alopecia ("losing hair"). In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("pain during intercourse"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("cramping often"), mood swings ("hormonal changes describe: mood swings,"), acne ("acne") and hirsutism ("hair growth on face"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device, uterine perforation, abortion spontaneous, menorrhagia, genital haemorrhage, abdominal pain lower, fatigue, depression, anxiety, headache, dyspareunia, alopecia, mood swings, acne, hirsutism, bacterial vaginosis, migraine, device expulsion, tooth disorder and vaginal discharge outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, acne, alopecia, anxiety, bacterial vaginosis, depression, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, tooth disorder, uterine perforation and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2018 were total hysterectomy (uterus and cervix removed), bilateralsalpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 28.3 kg/sqm.hysterosalpingogram - in (B)(6) 2017: results that essure was inside uterus. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes:on 7-sep-2018: plaintiff fact sheet received: new reporter, patient relevant information, lab date, patient demographic information ,concomitant medication,essure indication, lot number, stop date and events hormonal changes describe mood swings, acne, hair growth on face, bacterial vaginosis, migraines, migrated into uterus, vaginal discharge, dental problems and perforation uterus were added.incident:at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 26-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus"), fallopian tube perforation ("there was a normal appearing uterus with the exception of bilateral essure coil perforation medial to both tubes"), pelvic pain ("pain/ pain right side"), pregnancy with contraceptive device ("pregnancy (pregnancy (with complications))"), menorrhagia ("bleeding (abnormal bleeding (vaginal, menorrhagia),"), abortion spontaneous ("miscarriage (pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("bleeding (abnormal bleeding (vaginal, menorrhagia),") in a 23-year-old female patient who had essure (batch no. 898927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective /failure to occlude (close) fallopian tube(s)," in (B)(6) 2017. The patient's medical history included parity 2 and delivery. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included clotting disorder since 2016. Concomitant products included erythromycin (erythromycine) since 2018, medroxyprogesterone acetate (depo-provera) since (B)(6) 2017, minocycline since 2018 and tretinoin since 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced depression ("depressed") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("migrated into uterus / migration of essure device."). In (B)(6) 2015, the patient experienced fatigue ("extremely tired and don't have enough energy"). In (B)(6) 2015, the patient experienced alopecia ("losing hair"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("pain during intercourse"). In (B)(6) 2016, the patient experienced sensitivity of teeth ("dental problems sensitivity"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping often"), mood swings ("hormonal changes describe: mood swings,"), acne ("acne") and hirsutism ("hair growth on face"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, menorrhagia, abortion spontaneous, genital haemorrhage, device expulsion, abdominal pain lower, fatigue, depression, anxiety, headache, dyspareunia, alopecia, mood swings, acne, hirsutism, bacterial vaginosis, migraine, sensitivity of teeth and vaginal discharge outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, acne, alopecia, anxiety, bacterial vaginosis, depression, device expulsion, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, sensitivity of teeth, uterine perforation and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2018 were total hysterectomy (uterus and cervix removed), bilateral salpingectomy. Patient done home pregnancy test result: miscarriage. Patient experienced another pregnancy episode which captured under case (B)(4) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2017: results: results that essure was inside uterus. Migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.